Event description:
The pt experienced a non q-wave myocardial infarction and the diagonal branch was occluded after stenting implantation on the left anterior descending artery (lad), with antero-septal st elevation at the EKG. Peak ckmb 142 ng/ml.

Manufacturer narrative:
As reported by the e-select study, this pt presented to the cardiac cath lab with and 3-vessel disease was found. Pre-procedure medications included ticlopidine, statins, other lipid lowering medications and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel, abcimicab, and unfractionated heparin. Pre-procedure, ck and ck-mb cardiac enzymes were within normal limits pre-procedure. Percutaneous coronary intervention was performed on a 90% de novo lesion in the mid left anterior descending artery (lad) of 45mm in length in a 3.0mm vessel diameter with moderate tortuosity to the proximal segment. The (b1) concentric lesion was further characterized with an irregular contour, moderate calcification and with no thrombus present. The lesion was pre-dilated with a 2.5 x 15mm balloon at 12 atmospheres (atm) before deploying multiple overlapping stents. First deployed was a 2.5 x 13mm cypher at 18 atmospheres. Then a 3.0 x 33mm cypher stent was deployed at 12 atm. Post-dilation was conducted with a 3.5 x 9mm balloon at 14 atm because the stent was not fully expanded. Timi iii flows were recorded pre and post-procedure. Pci was performed next on an 85% de novo lesion in the proximal left circumflex of 26mm in length in a 3.0mm vessel diameter with moderate tortuosity of the proximal segment. The (b1) concentric lesion was ostial, angulated between 45 and 90 degrees, with an irregular contour and with little to no calcification present. The balloon or the stent extended to the left main (lm). A 3.0 x 28mm cypher stent was deployed at 14 atm by direct stenting. The stent was not fully expanded and post-dilation was conducted with a 3.5 x 8mm balloon at unk inflation pressure. Ivus was done and full apposition was obtained at the end of the procedure. Finally, pci was performed on a 75% de novo lesion in the proximal lad of 6mm in length in a 3.5mm vessel diameter at a bifurcation requiring double guidewire. The (type a) concentric lesion was ostial, with little to no calcification present and a smooth contour. The balloon or stent extended to the lm. Direct stenting was performed with a 3.5 x 8mm cypher select plus stent at 16 atm by v stenting /kissing stenting. Post-dilation was done with a 3.5 x 8mm balloon at 12 atm. Ivus was done and full apposition was obtained at the end of the procedure. During the procedure, there was an occlusion of the diagonal branch after stent implantation in the lad, with antero-septal st elevation at the EKG. Peak ck-mb was 142 ng/ml. Post-procedure, ck-mb cardiac enzymes were five times above the upper normal limits. Further details have been requested, but have so far not been forthcoming. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. This is one of three products associated with this event that were reported under the following mfg numbers 9616099-2007-00316, 9616099-2007- 00317 and 9616099-2007-00318.